Event description:
Report received from the united states indicating that device would not secure an attachment easily. It is known that the device was used in surgery and that there was no injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "would not secure attachment easily" was confirmed. (B)(4) evaluated the device and the motor was able to secure a test attachment without any problems noted. One unit exhibited normal wear conditions, and the other unit had a torn outer hose that was indicative of mishandling of the device. If any add'l info is received, a supplemental report will be sent. (B)(4).